Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. No pre-close technique was used in a large-hole procedure. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device or the pre-close technique to achieve hemostasis would not have contributed to the reported suture detachment. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an electrophysiology procedure using an 8.5f sheath. No pre-close technique was used in a large-hole procedure. Reportedly, when the plunger was removed, the suture was noted to be separated [broke] and came out with the knot unraveled. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.